Manufacturer narrative:
Correction: for a2 patient date should have been 78 not 79, and d6a and d6b implant explant date should have been left blank.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported during implant a dislodgement and a failure to extend on the helix was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.